Manufacturer narrative:
The device and data logs were both returned for investigation. No echo or fluoroscopy imaging of the device, and any repositioning of it were returned for analysis. The data logs did not reveal any positioning alarms during the time of the reported hemolysis. The pump was stated to be very close to the mitral valve, but no imaging of this was shared for analysis. Furthermore, no suction events or low flows were seen in the data logs at the time of the reported hemolysis. The 5.0 pump itself was analyzed and run through hemolysis testing in-house at abiomed. No pump damage was noted that could have caused or contributed to hemolysis. The pump was run through hemolysis testing and passed, according to abiomed specific values. While reviewing the lot of pumps, no other pumps have been cited in complaints for hemolysis, or any other adverse events. The root cause of the hemolysis could not be determined. No corrective action is recommended as the pump tested within specification for hemolysis performance testing. (B)(4).

Event description:
(B)(6) year old female was admitted with cardiomyopathy and an ef of 10% for an lvad workup. An intraaortic balloon pump (iabp) was placed initially for support, with a plan to remove the iabp when the anticoagulation was regulated and the ptt was lowered. On (B)(6) 2017 the impella 5.0 was placed via the right axillary artery surgical cutdown and medications were titrated down accordingly. The patient postoperatively was moving excessively in the bed and needed the team to evacuate a hematoma in the right axillary. While in the or the urine appeared to be tinged, indicative of hemolysis. The pump was repositioned and the urine became clearer. Three units of blood replacement products (prbc's) were infused to the patient. The following day, (B)(6), the urine was concentrated in appearance and color, which was a presumed sign of renal failure and/or hemolysis, and the pump was again repositioned. The pump was visualized as being very close to the patient's mitral valve. Early in the morning, the iabp was explanted and the patient was extubated. Later in the evening, the urine was darker in color, the bilirubin and ldh levels were rising, and so the team chose to remove the 5.0 pump due to concerns of hemolysis.